Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to reposition the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. The physician performed several attempts to reposition this lead, then the helix was not able to be retracted, subsequently the lead was removed and the helix got detached and remains in the patient. The procedure was completed with another lead with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. The physician performed several attempts to reposition this lead, then the helix was not able to be retracted, subsequently the lead was removed and the helix got detached and remains in the patient. The procedure was completed with another lead with the same model. No additional adverse patient effects were reported.